Event description:
It was reported to boston scientific corporation that an amplatz super stiff was used during a procedure in the kidney on (B)(6) 2023. During the procedure, it was noted that the guidewire was bent and frayed at the tip. The procedure was completed with a different device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the core wire broke. Please see block h10 for full investigation details.

Manufacturer narrative:
Block h6 (device codes): imdrf device code a0501 captures the reportable event of core wire broken. Block h10: the returned amplatz super stiff was analyzed. Upon visual assessment, it was observed that the core wire inside the introducer sheath was kinked and was detached at 2.6 cm from distal tip section to the transition point. Additionally, the guide wire was unraveled in the distal section. The reported event of guidewire tip bent/kinked was confirmed. Based on the condition of the returned device, engineers determined that problems were traced to manufacturing process. Boston scientific has determined the most probable cause of this complaint is manufacturing deficiency. An investigation to address this problem is in progress.